Manufacturer narrative:
Follow-up #1: date of submission 08/09/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/18/2016 with the following findings: the black box shows a 16 count unusual drastic voltage drop from 1.63vp to 1.47vp on (B)(4) 2016. The battery compartment is cracked below the finger pad. Returned battery cap is able to fit securely. ¿ez-prime¿ steps were performed correctly, all currents readings are within specifications. No overheating was duplicated during investigation. The pumps¿ cover was removed, no intermittent condition was found to the pcb or to the cgm module.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This is potentially reportable because there is the potential for the user to experience an injury to the skin due to increased pump temperature. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Eval code - conclusion corrected